Event description:
The pt/lay user contacted co alleging that his ultra meter was set to the incorrect unit of measurement (uom). The pt did not seek medical attention or contact a physician due to the uom. The meter was previously set to the correct uom and the pt does not recall recently changing the uom. The meter is not a new product (out of box). Customer care agent (cca) sent the pt a replacement meter.